Event description:
During the trial implant procedure for the evoke spinal cord stimulation (scs) system, while placing the second lead, a dural puncture occurred. The procedure was completed with one (1) lead implanted. Following the procedure, the patient reported right limb pain which was not previously present. The physician discharged the patient with medications and advised that the patient should not turn therapy on in their system until the right limb pain was managed. One (1) day post-trial procedure, the patient¿s evoke system was programmed. Four (4) days post-trial procedure, the patient's evoke system was explanted. The previously reported right limb pain was present and not resolved with programming or system explant.